Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (4.0 mg/ml at 0.4092 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported the patient's wife reported the patient was "out of his head" and acting strangely on (B)(6)2017. She questioned whether it was related to a (B)(6) 2017 pump increase. The site notified the doctor that the patient was admitted to the hospital, having difficulty with hallucinations, possibly in conjunction with a pump increase and a brain mass being noted during the hospital evaluation on (B)(6) 2017. The pump was reprogrammed for a pump dose decrease and the personal therapy manager (ptm) was disabled on (B)(6) 2017 the event resulted in in-patient hospitalization. The event outcome was noted as ongoing. The site was requesting hospital records to get further clarification. The clinical diagnosis was possible drug side effects. The etiology was noted as possibly related to the device or therapy and possibly related to the drug morphine with the drug action that caused the event being an increase in dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6). It was indicated the symptoms were possible related to an increased dose of morphine sulfate. It was noted the issue was ongoing as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the site noted the patient had an encephalopathy on (B)(6) 2017. It was noted the encephalopathy cleared upon MRI review at the hospital. The encephalopathy was possible related to the pump medication per the healthcare provider. The patient reported on (B)(6) 2017, their pain was very well controlled and they were more mobile and participating in physical therapy. The patient's symptoms improved after the pump decrease and the patient was sent for evaluation of brain mass due to possible being cancer. It was noted the cancer was not related. The issue resolved without sequelae on (B)(6) 2017. No further details available on brain mass.